Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was unknown. On (B)(6) 2017 it was reported that the hcp had mentioned that the patient¿s pump had gone dry for years and had been alarming. No patient symptoms were reported. No further patient complications have been reported as a result of this event.